Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-02692. It was reported that the patient did not have effective therapy after multiple reprogramming sessions. The patient sustained multiple falls due to sleep walking that resulted in therapy becoming less effective. As result, the patient¿s scs system was explanted.